Event description:
A report was received that the patient's lead, splitter and clik anchor was explanted due to multiple high impedances. The patient was re-implanted and is now receiving adequate therapy.

Event description:
A report was received that the patient's lead, splitter and clik anchor was explanted due to multiple high impedances. The patient was re-implanted and is now receiving adequate therapy.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
The returned product analysis confirmed the complaint for lead s/n (B)(4). The device passed mechanical testing. Visual and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked portion of the lead, approximately 7 inches from the distal end, where the lead appears to have been sutured. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. The returned lead splitter (s/n (B)(4)) passed electrical, mechanical, photographic and visual inspection tests. The device exhibits normal device characteristics. The returned clik anchor (lot 15764760) showed that the clik anchors had torn eyelets. The root cause of the damage is unknown.